Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient started urinating uncontrollably "about 6 months ago". Patient stated that they went to the healthcare professional (hcp) and found device was turned off. The hcp turned therapy on, and gave medication, but patient has been experiencing "electrical current" that was bothersome. Patient has a hard time moving from the intensity of the stimulation. They want to turn therapy off before meeting with hcp again. During call, patient was walked through connecting to ins. Patient reported seeing device not found message and stated they have been having trouble connecting to ins since implant date. It was ensured communicator was unplugged from the wall, blue light was solid and blue side was touching the implant. Patient was walked through repositioning communicator however they continued to see device not found. Patient has not had any falls or trauma to the implant site and states can feel four corners of the implant. It was confirmed patient was on the correct application. An email was sent to the rep to follow up with patient. Rep stated that they made contact with patient and was able to help patient connect to ins. The cause of patient not being able to connect was that they were not placing the communicator directly over the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they spoke with her two weeks ago and we were able to turn off her device without any issue. Patient was not placing communicator over the device. The cause of the hcp finding the device to be off was the patient opted to turn off device once they connected with the communicator. Patient most likely increase stimulation at some point and was placing communicator directly over her sacrum rather than over the device. The steps taken for the electrical current that was bothersome was that it was determined that intensity was too high. Once stimulation was lowered, patient no longer had discomfort. The issue was quickly resolved by simply asking patient where they were placing the communicator. The issue was confirmed resolved.